Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h6. Corrected fields: d4 (UDI number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rhino-laryngo videoscope, the insertion rod was loose due to missing snap ring. The issue occurred during preparation for use for a diagnostic ear, nose and throat examination procedure and the procedure was completed with a similar device. There were no reports of patient harm.